Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons. This report is made based on results of investigation completed on 09/30/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: evaluation revealed that the keypad was peeling from the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and ok keys are intermittently unresponsive and the up and down keys respond properly. Evaluation revealed that there was contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).